Event description:
There was a report of a malfunction indicated by malf 16 on the pump, despite no notable events occurring prior. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.